Manufacturer narrative:
This report is submitted on november 8, 2019.

Event description:
Per the clinic, the patient developed an infection at the implant site and was subsequently treated (treatment type not reported).